Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical site ID (B)(4) patient (B)(6) was implanted with advance sling on (B)(6) 2010. On (B)(6) 2010, the physician noted the pt had mild dysuria. The physician stated that the event was related to the device. No medical intervention has been noted to date. The event is stated to be continuing.